Event description:
It was reported that a female patient underwent a breast augmentation with a 300cc mentor memorygel breast implant and experienced a rupture on an unknown side post-operatively. As a result, the patient underwent explantation on an estimated date of (B)(6) 2022.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 5, 2022, the mentor failure analysis lab received the device for evaluation. An updated date of explant was received. On april 19, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 300cc breast implant was found to have a tear on the posterior view measuring approximately 3.3 cm microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior view, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).